Event description:
It was reported, the camera head malfunctioned and noticed it has a ¿poor image¿ on the screen monitor. The issue happened prior to a diagnostic cystoscopy. The procedure was completed using a similar device without delay. There was no report of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: failed water leak test from cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review - DHR of the current product was conducted, and no issues were found. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head malfunctioned and noticed it has a ¿poor image¿ on the screen monitor. The issue happened prior to a diagnostic cystoscopy. The procedure was completed using a similar device without delay. There was no report of patient harm associated with the event.